Event description:
This is an adverse event recorded on a case report form (crf) as part of the (B)(6) patient registry. This patient was prospectively enrolled with 6cm high grade dysplasia. The patient had undergone multiple esophageal treatments including two endoscopic resections (ER) and five radiofrequency ablation (rfa) procedures during the period from (B)(6) 2009 - (B)(6) 2010. In (B)(6) 2012, approximately 2 years after the last rfa, the patient developed symptoms of esophageal obstruction. A stricture was found 34cm from the incisors. Multiple pieces of unchewed food were found in the patient's esophagus. The patient was dilated using a 57 fr bougie dilator. The physician attempted to push the food through the stricture with the scope but was unsuccessful. The food was removed using a roth net. Once complete, the scope passed easily through the ge junction. No further information was provided.

Manufacturer narrative:
The site did not return any device, therefore, no device evaluation was performed. If additional information pertinent to this event is obtained, a follow-up report will be submitted. Covidien reference # (B)(4).